Event description:
It was reported that the jaws on device wouldn't open, locked on tissue and tried to reverse knife blade but it would move up/down. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 9/7/2023. D4: batch # 129a32. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the one ec45a device was returned with the closing trigger broken and not returned. The anvil in the closed position, and the firing mechanism in the return stroke with the knife not fully back. One gst45d reload was loaded on the device. The reload was received fully fired. In addition, the device was disassembled in order to verify the condition of the internal components, and the closure trigger top was noted as broken caused to the high force applied. No functional test was performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. The damage on the device, is possible that the device was clamped over an excess of tissue or a hard object, resulting in damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number 129a32, and no non-conformances were identified.